Manufacturer narrative:
Made corrections to: product brand name, model number, catalog item identifier, serial number, and product UDI. Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to product problem. (Both was checked in previous MDR). Box b2 was corrected to blank. (Previously it was other serious). Box h1 was changed from serious injury to product problem. Patient outcome code grid was updated from unspecified respiratory problem to granuloma. Box h6- health effect - impact code was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sarcoidosis in the lungs and liver. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.